Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After surgery the patient woke up with very little feeling in their legs. Post-op CT was done and the surgeon identified four screws that had been placed medial. (Left t3,t4,t6 and right t6) replacement. The patient was returned to the operating room and four screws were removed and the rods and correction keys were re-implanted.